Event description:
It was reported to globus that a patient was complaining of leg pain. The axial CT and MRI show that the cage had retreated from the disc space. During the revision it was reported the that the synthes screw system (matrix) had failed at the locking cap on one side. The surgeons are now relatively sure this is the reason for an unstable construct, and thus the retreating of the caliber implant from the disc space. Please note the synthes matrix is not a globus product.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough investigation could not be completed as no lot number was provided. No evaluation could be performed as the implant has not been returned for evaluation. When the implant is returned results of the evaluation will be provided in a supplemental report. Patient information in section a has been requested, and we await that information along with the returned implant.